Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient stated during the trial they only had 2 different settings and they were different, but since the implant instead of giving them stimulation in their back it's going down their front and their legs to the point where they have fallen so many times. Patient stated when they change position or cough or move or recline just a little bit it changes and they feel the shock especially down the legs it's too strong. Patient stated after the implant they only had 2 different settings and then they called to do more but it didn't work so the nurse or manufacturer representative (rep), came to their house because they were not able to drive because they were taking medication. Patient stated the legs and back were not getting stimulated and nurse/rep did 6 programs but in order to stimulate their back they have to feel it on their stomach also. Patient mentioned they were going to send them for an xray study where they inject you and you're able to see where everything is going. Agent documented information given and redirected patient to healthcare provider to further address the issue.